Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Patient demographics were not provided.

Event description:
It was reported that the tubing on a standard case became detached and fluid and blood leaked to the floor. The patient did not receive the required fluid or medication that was needed at the time.